Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a starclose se device after an unspecified procedure. Reportedly, the clip failed to deploy. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The break and clip not deployed were not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears the angle of the device was too steep during step 2 or step 3. When this occurs the garage leaves will dig into the flex guide. It appears the device was kinked at the end of the guide tube which may have contributed to further damage. The control wire was cut not broken as reported, likely as part of the bail out. The safety release was not activated to close the vessel locator wings. The reported information is likely the account description using broken and clip failing to deploy as a general description of the event and not as specific malfunctions. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: analysis of the returned device noted that the exchange sheath was partially split, the thumb advancer was not completed, and the shaft was separated and torn. The separated portion of the shaft was being held inside the sheath. Follow-up with the account confirmed that the shaft break occurred during the procedure and was manually removed from the patient. No additional information was provided.